Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per dop114 830. The sensor passed per specifications with accurate readings.

Event description:
Customer reported that his blood glucose was 197 mg/dl. Customer stated that his sensor was giving incorrect readings and was alarming sensor and calibration error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.